Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had a bone fracture at the distal end of humerus. Dynamic hip screw (dhs) and hip compression screw (hcs) were used for the fixation. During drilling with the drill bit through the guide wire, the tip of drill bit was broken. There was no flexure on the guide wire. The surgeon did not want to prolong the duration of procedure, so it was decided to leave the remains some crushed metal pieces in patient's body and completed the surgery. There was surgical delay of sixty minutes reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: returned drill bit was investigated. The fluted end of the drill bit is broken in 4 fragmented pieces. There could be a number of contributing factors that resulted in the breakage of the drill bit in such a manner, as it appears the drill bit just shattered. The damage may have been due to the drill bit hitting a hard surface, off the guide wire (though the device report states there was no bend in guide wire this cannot be confirmed, as we do not receive the guide wire for investigation), or by not pulling the drill out straight while running or excessive force applied whilst drilling. Reported on initial medwatch as (B)(6) 2014; should be (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.